Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for filter tilt and perforation of the inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model md800j vena cava filter allegedly experienced malposition of device and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old (B)(6) patient weight was not provided.